Manufacturer narrative:
H10: h3, h6: part of the device, used in treatment, was received for evaluation. A visual evaluation showed the device was not returned in any original packaging. The distal anchor, distal plug, and proximal body anchor were not returned. There is bio debris present. A functional evaluation showed that both deployment knobs moved the inner and outer insertion rods as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states if a portion of the 2 proximal healicoils remains retained in the patient, they are made of a biocomposite material which is intended for implantation. However, it is unknown if the possibly retained proximal healicoils would migrate and there is potential risk for tissue inflammation and/or pain. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4). H10 h3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopy, a proximal healicoils got out after implantation, instruments were inside the patient and patient was anesthetized. The procedure was completed with a competitor device. There was a significant surgical delay and no further complications were reported. Bone quality was good. The back up device was used in an additional bone hole, no void left in the patient. Instrument used to prepare the insertion site was a 3.8 tapered awl. The insertion site was cleared of all debris. Patient status is good.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopy, 2 proximal healicoils got out after implantation, instruments were inside the patient and patient was anesthetized. The procedure was completed with a competitor device. There was a significant surgical delay and no further complications were reported.